Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. The MFR has evaluated this event and confirmed that the loss of the endosseous dental implant is a known inherent risk of the procedure.

Event description:
Removal of endosseous dental implants. Two implants were placed in sites #12 and #13 (class ii bone) during a routine procedure. The implant was removed on 4/15/97. Clinician reports that the failure was due to premature loading from pressure of the temporary bridge.